Event description:
It was reported that the transducer broke at the bonding connection during use. Reportedly, there were no patient complications or injuries reported.

Manufacturer narrative:
The device was not received for evaluation.